Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was taking opiates which was possibly affecting his bowel movements and constipation. The caller reported that the patient was having a hard time being able to self-void. The patient felt that the muscles were tight down there. The patient also stated that they turned stimulation up in order to feel it more. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient later reported that she was taking antibiotics which causes diarrhea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.